Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the middle of the tubing. Event description states, ref: (B)(4). 21 g, lot: 8253775 (2020-09-30), what date did this occur? August 20, are any patient identifiers available? No. Was anyone exposed to the blood as a result? Yes, but they were wearing ppe is an image available of the affected product? No the employee placed it in the sharps container. Did the tubing appears to be damaged in any way? Yes the leak was from the middle of the tubing. Are unused, representative samples from the same lot, available to be returned for investigation? Yes.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the middle of the tubing. Event description states, ref (B)(4). Lot 8253775 (2020-09-30). What date did this occur? (B)(6). Are any patient identifiers available? No. Was anyone exposed to the blood as a result? Yes, but they were wearing ppe. Is an image available of the affected product? No the employee placed it in the sharps container. Did the tubing appears to be damaged in any way? Yes the leak was from the middle of the tubing. Are unused, representative samples from the same lot, available to be returned for investigation? Yes.